Event description:
Information received a smith medical intubation/portex endotracheal tubes' the tube frequently disconnected. Recurring event." Follow up information is being sought out to clarify was disconnected from where. This event is malfunction reportable.